Event description:
It was reported via repair work order that the bed would not roll in steer mode as the left foot caster was installed incorrectly. It was also reported that the nurse call system was missing the nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.